Event description:
Customer reported that she had unexplained low blood glucose for one day. Customer stated that she had to have called the paramedics due to low blood glucose. The blood glucose reading was 36 mg/dl when the paramedics arrived. She stated that they treated her at home with sugar IV and brought her blood glucose up. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.